Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was intubated with the device. A few days after the intubation, it was found that the patient's airway dilated during CT and suspected to be caused by excessive endotracheal catheter airbag but the repeated use of pressure detector was within the normal range. The device found to be able to inject more than 40ml of air into the airbag with a syringe. The patient required re-intubation.